Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced bulging. The following information was provided by the initial reporter: an rn(registered nurse) was priming bd alaris pump infusion set with IV fluid and noticed that a section of the tubing began bulging.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that a section of the tubing began bulging could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23015615 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 06-jun-2023. Medwatch report # mw5117965. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced bulging. The following information was provided by the initial reporter: an rn(registered nurse) was priming bd alaris pump infusion set with IV fluid and noticed that a section of the tubing began bulging.